Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, about an hour and a half after a bullectomy procedure, bleeding was confirmed in waste liquid. As the bleeding reached more than 500ml, reoperation was performed. Arterial bleeding was confirmed at a junction of v shaped staple line with reloads. With cautery knife and suturing were performed. Sprayed with fibrin glue, the case completed. Surgical time was delayed by more than 30 minutes and there was over 500cc of bleeding. No other adverse events were reported.